Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of exposed wires was confirmed. The site rite 8 cue probe was visually inspected upon receipt and was found to be in poor physical condition. The reported issue is confirmed; the end of the probe's strain relief has been spliced. The root cause of the reported failure was identified as use related. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed - wiring exposed at strain relief.